Event description:
The customer reported that the "speaker is not working". No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction. There was no information about the patient's condition provided.